Event description:
It was reported that the patient presented to the emergency room (ER) after hearing an alert. The left ventricular (lv) lead had high impedance greater than 3000 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2010; 6947 lead, implanted: (B)(6) 2010; 305c27 tissue valve, implanted: (B)(6) 2008. (B)(4).